Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. No injury or medical intervention was reported.